Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided details regarding cleaning, disinfection and sterilization (cds) process followed onsite. The device was reprocessed three times before sampling. The device was last reprocessed at the customer site and used in a procedure on (B)(6) 2023. The device was stored in an unventilated cabinet. Also, there was no suspected patient infection and no deviations or concerns or deficiencies in reprocessing. The subject device was returned to olympus. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were cultured and 1 cfu/ endoscope of staphylococcus coagulase negative was identified. The obtained results were in conformance with the requirements. After culture testing results were obtained, the device was evaluated. It was noted that the bending section cover had leakage. The image from the charge coupled device (ccd) unit had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated that all channels were cultured and 19 colony forming units (cfu) per endoscope or channel of acinetobacter radioresistens, staphylococcus warneri, staphylococcus capitis and micrococcus luteus were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.